Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial knee arthroplasty. During review of the post-operative x-ray, a spherical foreign body was detected. The foreign body was immediately removed. The foreign piece was from the articular surface inserter. The surgery was delayed 35 minutes to remove the foreign piece. The patient did not need to be re-anesthetized. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: femoral component option size f right: catalog# 00596401652, lot# 65272832; articular surface size ef 10 mm height: catalog# 00596404010, lot# 65246816; stemmed tibial component precoat size 6: catalog# 00598004702, lot# ni. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: round metallic foreign body overlying the patella anteriorly on the lateral film and along the soft tissues medial to the medial femoral condyle. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00596401652- 414691- femoral. 00596404010- 416490- articular surface size. 00598004702- 400280- stemmed tibial component.

Event description:
No further event information available at the time of this report.